Event description:
The user facility reported they were experiencing issues with the traction control boot assembly and fine traction assembly during patient procedures. No injuries or procedural cancellations were reported in association to the event. A procedural delay has been reported.

Manufacturer narrative:
The user facility contacted steris stating they had experienced issues with the traction control boot assembly and fine traction assembly during patient procedures. The table and table accessories were returned to the steris montgomery manufacturing facility for evaluation. Engineering analysis of the returned devices found that the internal slotted spring pins had been damaged. Upon disassembly of the unit, it was found the internal slotted pins were bent/damaged preventing the proper disengagement of the locking mechanism. The analysis determined excessive force had been applied to the devices. Following the event, the steris product manager for the ot1200 surgical table met with hospital personnel from the user facility to discuss the user's concerns. The facility stated excessive force was not applied to the fine or gross traction device during the procedure. The user facility was unable to verify if the traction control boot assembly was correctly applied to the patient's foot during the procedure and noted the boot strap may not have been threaded through the loop at the ankle making the ankle free-floating in the boot. The fine traction slippage may have been attributed to boot slippage if the assembly was not correctly applied. A steris account manager visited the facility and provided a full in-service training on the ot1200 table and accessories. The facility was instructed to verify the traction control boot assembly is properly secure prior to patient procedures. No further issues have been reported.

Manufacturer narrative:
The ot1200 was installed in (B)(6) 2013 and is currently under steris warranty. Steris has provided the customer with a replacement table and is currently awaiting the return of the ot1200 table for evaluation. The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.